Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was turned on during testing and the power burnt the electrical rise at the input of the power cord. It was reported that other equipment was available for use. There was no patient involvement; thus, no adverse event or delay in surgery was reported.

Event description:
N/a.

Manufacturer narrative:
B5: a facility reported that the mlx 300 xenon lightsource w/euro power cord (00mlxeu) was turned on during testing and the power burnt the electrical rise at the input of the power cord. It was reported that other equipment was available for use. There was no patient involvement; thus, no adverse event or delay in surgery was reported. The mlx 300 xenon lightsource w/euro power cord (00mlxeu) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the depot technician's assessment found that the problem reported by the customer was confirmed. The power board was defective and must be replaced, in addition to two fuses. The power board was replaced and two fuses were added. A function test and a safety test was performed. Root cause analysis: evaluation identified a failing power board, referred to as a burnt electrical rise. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified. The issue of power supply failure was being investigated under internal quality plan.